Manufacturer narrative:
Customer follow up 6/22/2016- customer reported blood glucose level were currently (163 mg/dl). It was indicated that customer reverted to manual injections and will continue to use as alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level.